Event description:
A 3.5 x 18 mm cypher stent was delivered to a lesion in the mid right coronary artery for direct stenting, however, the cypher became stuck at the center portion of the guiding catheter. When the physician tried to retrieve the cypher, he found the stent to be dislodged inside of the guiding catheter, under coronary angiography. The physician dilated the balloon to hold the stent inside of the guiding catheter. The stent delivery system and the stent were safely retrieved with the guiding catheter, from the patient. The procedure was successfully completed with a new cypher. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The vessel was noted to be slightly tortuous. The physician commented that the guiding catheter may have been twisted and that caused the friction with the cypher.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted upon 30 days of receipt.